Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an acl procedure the end of the sheath is always sticking to the intrafix family sheath inserter. The complaint device was received and evaluated. Visual observations reveal that only the intrafix family sheath inserter was received and the caps and the tube were not received for evaluation. Therefore, the interaction between these devices was not verified. The complaint cannot be confirmed. At this time, with the information provided, a definite root case cannot be determined for this failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament (acl) procedure, it was observed that the end of the sheath was always sticking to the intrafix family sheath inserter. Another device was used to complete the procedure. No patient consequences or surgical delay reported. During in-house engineering evaluation, it was determined that only the intrafix family sheath inserter was received and the caps and the tube were missing. No additional information was provided.